Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the application of excessive force on the device. The device inspection revealed that the tip of the screwdriver is broken. The breakage surface is consistent with a fatigue breakage due to the application of excessive force on the screwdriver blade. Note, as stated in the IFU (90-01972): always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Careful handling and storage of the product is required. Scratching or damage to the instruments can significantly reduce the strength and fatigue resistance of the product. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Asnis micro 2.0 screw was used in the toe. During surgery, the tip of the driver broke and the a fragment remained in the patient. This event was found after the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Asnis micro 2.0 screw was used in the toe. During surgery, the tip of the driver broke and the a fragment remained in the patient. This event was found after the surgery.